Manufacturer narrative:
The biomedical engineer reported that the main display and remote display on the central monitoring station (cns) were not working. Neither display was showing video input. The biomedical engineer removed the cable from the black box for the cns main display and connected it directly to the display. That display then began to work. He then power cycled the black box for video relay and reconnected the cns through the black box. The video then began to work correctly for both displays. This resolved the reported issue.

Event description:
The biomedical engineer reported that the main display and the remote display on the central nurse's station (cns) are not working.

Event description:
The biomedical engineer reported that the main display and the remote display on the central nurse's station (cns) are not working.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2017, (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6) ) main display and remote display were not working. Both displays were not showing any video input. Service requested troubleshooting/assistance. Service performed patrick removed the cable from the black box for the cns main display and connected it directly to the display and that worked. The black box was power cycled and reconnected to the cns. Video was working correctly for both displays. Customer was advised that if the issue reoccurs, the black box may need replacement. Investigation result the cns was put into service on 10/15/14, which is over 3 years prior to the reported issue. The warranty expired on 10/15/16. A review of cns history found no previously reported issues. The reported issue was: both displays were not showing any video input. Issue was resolved with assistance of nk ts. The display was functional after the customer disconnected the black box (kvm), rebooted it, and reconnected it. There was an issue with the connection of the kvm to the cns. This is not a deficiency of the cns itself, as the cns was confirmed to display properly without use of the kvm. Customer later reported issue with the same cns in: notification (B)(4) reported (B)(6) 2019; the cns was reported to not display content. The black box was found to not be powered on due to unplugged cable. There appears to be an issue with the black box cable connection for this cns. Possible root cause is user error in improper cable connection. Based on the given information, this issue is not suspected to be caused by deficient device (cns) or design corrected information: g4. Date received by manufacturer: should be xxxxxx not xxxxxx as listed on MDR initial report